Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker exhibited a significant drop in battery longevity. Technical services (ts) was requested to run a battery analysis on this device, but results are yet to be received. This device remains in service. No adverse patient effects were reported.